Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. Customer went to the emergency room and was treated and released. Customer changed her infusion set and treated with several doses of insulin. Customer rechecked her blood glucose level hours later and it went down to 71 mg/dl. Customer is an actress and thought that the emotional role and stress of learning her lines was causing her high blood glucose levels. Customer continued to have high blood glucose levels. Customer was vomiting and had all the symptoms of high blood glucose levels. Customer changed their set and their blood glucose level went down to 350 mg/dl. Customer was hospitalized on (B)(4) 2014. Customer had fatigue and gave herself insulin. The hospital gave her EKG and fluids. Customer was wearing the pump at the time of the visit. Customer stated that she was in possible diabetic ketoacidosis since she felt tingling. Customer will be sent a tubing clamp. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.